Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Incident date was not provided. Lot number not provided. UDI not provided re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was genuine adenomyosis, uterovaginal prolapse, genuine stress urinary incontinence, cystocele, and rectocele. The procedure performed was a total vaginal hysterectomy, suburethral sling procedure with mesh, anterior repair, posterior repair, bilateral sacrospinous ligament fixation, placement of mesh x 2, and cystoscopy. The patient underwent an additional procedure on (B)(6) 2014. The preoperative and postoperative diagnosis was erosion of vaginal mesh and lesion in vagina. The procedure performed was an excision of vaginal mesh and biopsy of vagina.

Manufacturer narrative:
Based on additional information received this complaint is not a medtronic product. If information is provided in the future, a supplemental report will be issued.

Event description:
Based on additional information received this complaint is not a medtronic product.